Event description:
On (B)(6) 2025 the user reported experiencing hypoglycemia with blood glucose (bg) levels of 49 mg/dl the previous day. The user corrected with oral carbohydrates and did not require outside assistance. The user reported no medical intervention or hospitalization and no long-term health effects.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.